Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) -submitted for adverse event which occurred on (B)(6) 2019. (B)(4) -submitted for adverse event which occurred on (B)(6) 2016. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and two mesh products were implanted. It was reported that the patient experienced abscess,delayed wound healing, pain, infection, adhesion, hernia recurrence, discomfort,scarring. It was reported that the patient underwent revision surgeries on (B)(6) 2016 and on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/26/2021.